Event description:
It was reported that an ilet pump screen displayed only black lines and became inoperable, consistent with a display malfunction that impaired visibility and use of the device; blood glucose readings were reported as normal at the time of the call, and the patient transitioned to alternative therapy while continuing cgm with a dexcom app or receiver. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included temporary interruption of pump therapy without medical intervention or hospitalization. Investigation included collection of device details, guidance to shut down the device to avoid further alerts, instructions to sync data to the mobile app, and arrangements for replacement with return of the original device. Investigation of this case revealed a malfunction limited to the user interface display, with no alerts or alarms reported and no evidence of broader pump performance issues. It was concluded, based on previously established findings for similar reports, that the cause was a device display failure consistent with component malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.